Manufacturer narrative:
The reported events capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV, lymph nodes are swollen.

Event description:
Patient reported a left side capsular contracture baker grade iii/IV with "lymph nodes are swollen, brain fog, weight gain, thyroid issues, horrible dry itchy skin, gastric issues, severe pain on both sides going up under my arm into lymph nodes, I have been tested and everything is good." Device remains implanted.